Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device revealed the stop pin was on the wrong side. The lens was removed, and the needle was reset. Functional evaluation was then performed, and the gauge needle inflated to 20psi and deflated successfully. The test was performed five times with the same results. Evaluation of the returned device found problems traced to improper routine or preventative maintenance. Therefore, the most probable root cause is cause traced to maintenance.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a dilation procedure in the esophagus performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle did not move when pressure was applied. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during a dilation procedure in the esophagus performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle did not move when pressure was applied. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.